Event description:
It was reported that polarization was changed due to decreased impedance, and an x-ray later revealed lead damage at the first rib/clavicle. The lead was replaced. No patient complications have been reported as a result of this event.